Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) pulsatile bleeding was immediately observed upon removal of the exoseal vcd and non-cordis sheath. Bleeding still could not be stopped after ten minutes, and manual compression was eventually applied for over forty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The plug was deployed to the proper location. After using the blocker, the operation was successful and dropped it, only to find that it would not stop the bleeding. Fingertip compression was maintained on the skin during device removal. Intraoperative heparinization was administered, and there were no multiple stick attempts before access was achieved. After the surgery a 7f exoseal was used. A non-cordis femoral sheath was used. The femoral artery¿s suitability was verified via angiography, including confirmation of the non-cordis vascular sheath introducer¿s insertion angle between 30 and 45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 7f exoseal vascular closure device (vcd) pulsatile bleeding was immediately observed upon removal of the exoseal vcd and non-cordis sheath. Bleeding still could not be stopped after ten minutes, and manual compression was eventually applied for over forty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The plug was deployed to the proper location. After using the blocker, the operation was successful and dropped it, only to find that it would not stop the bleeding. Fingertip compression was maintained on the skin during device removal. Intraoperative heparinization was administered, and there were no multiple stick attempts before access was achieved. After the surgery a 7f exoseal was used. A non-cordis femoral sheath was used. The femoral artery¿s suitability was verified via angiography, including confirmation of the non-cordis vascular sheath introducer¿s insertion angle between 30 and 45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18409874 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Complaint conclusion: as reported, the 7f exoseal vascular closure device (vcd) was ineffective and finally, it took half an hour of pressure to stop the bleeding. There was no reported patient injury. After the surgery a 7f exoseal was used. An 8f non-cordis sheath was used. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18409874 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18409874 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) was ineffective and finally, it took half an hour of pressure to stop the bleeding. There was no reported patient injury. After the surgery a 7f exoseal was used. An 8f non-cordis sheath was used. The device will not be returned for evaluation.